Manufacturer narrative:
Unit passed basic occlusion test and displacement test, however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot and battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. Customer's blood glucose was 70 mg/dl. Customer reverted to older insulin pump.